Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported they have the feeling that new rd sensors measure with less accuracy in radical 7c than former sensors lncs pn 2329 that they used. No patient impact or consequences reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: model number corrected from 4003 to 25234-001.